Event description:
It was reported that (1) tsw45 was used during a laparoscopic colon resection procedure. It was reported by the rep that the instrument fired four times. The first two firing with white cartridge across mesentary. The surgeon had difficulty opening instrument.the third firing across sigmoid colon and fourth firing to finish crossing, colon tissue with blue cartridges. The surgeon had additional difficulty with these two firings.the last firing by surgeon had the greatest among of difficulty pushing the release button and took several minutes to release from tissue. Opening instrument the staple line was not intact. The surgeon converted to open procedure and completed the case with suture anastamosis.